Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple attempts were made to place the lead, the lead was then visually inspected and noted to be damaged. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was distorted and the conductor was kinked.